Event description:
It was reported that a spectrum pump had too high pressure reading at 24.5. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'pressure reading too high at 24.5' which was reproduced as the pump failed the downstream occlusion testing on the flow line. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3 and h10: the device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation the device alarmed upstream occlusion. The cause was identified to be ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.